Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date and therapy dates has been estimated.

Event description:
Related manufacturer reference numbers: 1627487-2019-08344. It was reported that diagnostic testing revealed high impedance on all contacts of the leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, the issue was resolved.